Event description:
It was reported that right ventricular (rv) lead had lead revision due to unknown reason. To date lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Device codes.

Event description:
It was reported that right ventricular (rv) lead had lead revision due to dislodgement. To date lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead had lead revision due to dislodgement, which was confirmed through xrays. To date lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Impact codes b5. Describe event or problem.